Event description:
The zero tip basket was intended to use during a therapeutic procedure for treatment (stone retrieval). The basket was noted to not be attached to the tip when the device was removed from the package. Another of the same product was ulized. There is no further information available from the user facility at this time.